Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection noted that a tack was protruding from the tip of the device. The trigger was actuated and the remaining eight tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the tacks to be pulled forward. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure of totally extraperitoneal hernia repair (tep), the device was not able to fired normally when fixing the mesh. Another new product was used to resolved the issue. There was no injury caused to the patient and no medical intervention was required as a result of the device issue.